Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant date was confirmed, which verified that the implant of the pump occurred after the expiration date. It was noted that the ¿authenticity of the evidence is not to be convinced¿, because there had been a lot of staff changes for the dealer. The pump was used to deliver lioresal.